Manufacturer narrative:
Batch review: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2243888: (B)(4) items manufactured and released on 06-feb-2023. Expiration date: 2028-01-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2306527: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 2028-04-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2313419: (B)(4) items manufactured and released on 04-oct-2023. Expiration date: 2028-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery at about 1 year 11 months due to joint luxation. The cause of luxation was unknown. The surgery was completed successfully. The liner, glenosphere and metaphysis were revised.